Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer's states that they were experiencing high blood glucose; customer did not provide her blood sugar levels at time of call. Customer was advise to refer to back up plan per health care professional. Troubleshooting was not performed due to customer declined. The device will be return for analysis.